Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected thousands of events, despite the fact that the patient was asymptomatic; it was noted that the episodes looked like artifacts, and potentially a contact problem. The icm was replaced. No patient complications have been reported as a result of this event.